Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a left atrial appendage (laa) closure interventional procedure. Reportedly, there was resistance closing the lever of the prostyle device to retract the foot and the lever would not go down. Although the suture was present, it was was not harvested as the lever was unable to be "pushed down" to allow the sutures to be present and harvested at that time. As the lever was not able to go back to its original position, the device could not be pulled out out to harvest the sutures. The suture did release from the bearing (not a cuff miss). The suture was cut with the suture trimmer. "A hemostat was used to push the "silver piece" that was exposed when the device was not functioning correctly and push that down (basically pushing the lever down so the footplate could be unengaged from the wall)". This technique worked and the device was able to be removed successfully. Access was obtained in the left common femoral vein to perform the laa closure procedure. Hemostasis was achieved in the right common femoral vein using manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The difficult to open or close, and the entrapment are case conditions and cannot be replicated in a lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties cannot be determined. The subsequent treatments appear to be related to procedure circumstance. In this case, it is possible the foot was in the access site or caught tissue surfing distally into the lock open position causing the entrapment; however, these cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: a3b - gender: updated.